Manufacturer narrative:
The device was not received for evaluation however, photographs of the sample were provided for evaluation. The visual inspection of the pictures identified a leak at the level of the joint connector and deaeration chamber. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex m100 set an external blood leak was noted from the dearation chamber and return line nearby clamp. The treatment was ended with blood restitution and the amount of the blood loss was not reported. There was no report of patient injury or medical intervention associated with this event.